Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unit with blank display due to corrosion on the interface board. Unable to verify motor error alarm due to blank display. The motor assembly was inspected and was found with a corroded motor home switch. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 320 mg/dl. Customer reports that blood glucose had gone as high as 500 mg/dl during troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.